Event description:
It was reported that the plunger from the power-flo cement injector broke off at the shaft. Add'l clinical follow up with the customer indicated that the reported event occurred prior to pt arrival. Customer stated that the tech pulled back on the handle causing the plunger to fall off. It was noted that the injector cap was stripped. There was an alternative device in the room which was used to complete the intended procedure. There was no pt involvement, no harm or surgical delay reported.

Manufacturer narrative:
The device was returned to the MFR at the time of this report. A follow up medwatch will be submitted once the investigation is complete.